Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that orders were not populating the item ID. A technical support specialist conducted the investigation and found that medbank had been receiving and processing the messages as expected. However, the messages were leaving framework without an item code. The customer was investigating the issue on the framework side to resolve it. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medbank tower encountered an issue where the patient orders were not populating an item ID. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.